Manufacturer narrative:
The instructions for use indicate that in randomized and non-randomized clinical studies involving 493 patients using the model spf-4, twenty-two adverse events (4%) were reported; of which 5 were for reported infection.

Event description:
It was reported by the physician that the patient experienced a wound infection at the subcutaneous tissue where the battery was placed. The battery was explanted.